Event description:
It was reported; when attempting to tighten the nut with the mantis redux torque wrench final tightening could not be performed up to 12nm. The nut was out of the tulip during the final tightening with the torque wrench. The tightening of the 3 other screws was performed with the same torque wrench up to 12nm.